Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 07/26/2017. Device evaluation summary: a visual examination was performed on the received balloon noted to be discolored, was dark blue in appearance. The device had a large tear, covering approximately 30% of the shell. Two additional openings were noted on the anterior portion of the radius of the shell of the balloon, approximately two inches away from the center patch/valve. A sample fill tube was used for further device testing. A valve test was performed, and noted the flow of di water was continuous and unobstructed. An air leak test was not feasible as the device had a large opening on the shell, opposite to the patch. The opening was approximately 5 inches in length. Four additionally openings were also noted on the shell. Two openings were noted to be on the radius of the shell and the other two openings were near the edge of the larger opening. Under microscopic analysis, the openings on the shell were noted to be striated, consistent with damage from a removal tool. Under microscopic analysis, yellow and brown particles were noted on the patch and valve channel/hole.

Manufacturer narrative:
Medwatch sent to FDA on 05/23/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient complained about vomiting and constant abdominal pain. Endoscopy was performed and confirmed balloon hyperinsuflation."